Event description:
It was reported by hospital staff that while still hospitalized after implant, the pump power began to increase noticeably and flow estimation exceeded 10 liters on (B)(6). This continued, with watts exceeding 6 on (B)(6) and flows staying >10 l. Integrilin started at 5 pm on (B)(6). The decision to perform pump exchange was made on (B)(6). The patient is still hospitalized and was implanted this past week with hvad rvad. Has poor lung function so is also on vv ECMO. The hospital will attempt to withdraw ECMO support in the next couple of days.

Manufacturer narrative:
Additional information received reported that the rvad was implanted at the time of the lvad exchange. The patient's chest was closed on 5/6/2015 with report that three weeks post pump exchange the patient was doing better and status post tracheotomy was tolerating lower flow on ECMO. It was further reported that prior to the pump thrombus, anticoagulation was adequate; but this was in the setting of finding out he had hit (heparin induced thrombocytopenia) while being anticoagulated on heparin and that his pump thrombus was mostly likely attributed to this and not to inadequate anticoagulation or inherent pump malfunction. The pump was returned to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed via controller log files, as log files were not available on the date of the reported event. Analysis of the device revealed dimensional and functional verification showed no deviation from current manufacturing and functional specifications. However; the device failed visual inspection due to surface abrasions on the upper and lower housing ceramic disc and inferior surface of the impeller. These mechanical abrasions of the lower housing surface and the matching inferior surface of the impeller are indicative that external factors, such as thrombus formation, may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. Pathology exam confirmed the presence of thrombus within the pump which would increase the power requirements resulting in the high watt alarms. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high watts and abrasions found on the returned device has been attributed to thrombus formation/ingestion within the device. As reported patient factors including hit is a most likely factor contributing to the event with no indication of any device malfunction or performance issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The company is seeking this information through the event investigation.